Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that the mount on the handpiece was loose. No additional details were known.